Manufacturer narrative:
Investigation of returned guidewire revealed coil wire breakage at the tip end brazing. The coil was found elongated, but the guidewire was in one unit up to distal end. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the outcomes of the investigation of the returned devices, it is inferred that during the attempt to cross the lesion, guidewire distal end was trapped in the lesion and movement of the distal end was restricted. Rotational manipulation was given to the guidewire and the rotational force was accumulated to the guidewire, the coil was unraveled and broken at tip end brazing due to the force exceeding the product design limit. Warning section of the IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction. And "separation or breakage of the guide wire" as possible complications and adverse events.

Event description:
Reportedly, subject guidewire was used with a microcatheter to a heavily calcified cto lesion at #2 rca. During the attempt to cross the target lesion, it was felt that the guidewire tip was trapped in the lesion, and upon removal of the guidewire, it was found that the guidewire coil was damaged, but the guidewire was in one unit up to tip end. The procedure was completed by rotablation and stent deployment. No impact to the patient.

Manufacturer narrative:
(B)(4).